Manufacturer narrative:
A specific root cause could not be identified. Based on the information provided, the event was not caused by the medication or disease of the patients, nor was the issue caused by insufficient analyzer performance as all precision and performance tests were within specifications. It was noted in isolated samples the customer's preanalytical procedure might not be suited to avoid all preanalytical interfering aggregates such as fibrin, micro clots, cells, and platelets. This can lead to sample build-up at the outer surface of the sample probe, which can cause insufficient sample aspiration. It was recommend to increase the revolutions of the customer's centrifuge to 4000 rpm to meet the tube manufacturer's recommendation neither patient was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated she received erratic results from the integra 400 plus and provided data for two patient samples. Of the data provided, the following results from one patient were discrepant. The initial calcium result was 16.5 mg/dl and initial alkaline phosphatase result was 111 u/l. The sample was repeated on the same integra 400 with a calcium result of 10.3 mg/dl and an alkaline phosphatase result of 69 u/l. The sample was then tested on an integra 800 with a calcium result of 10 mg/dl and an alkaline phosphatase result of 70 u/l. The initial results were not reported outside of the laboratory. The patient was not adversely affected, but the results were delayed. The calcium reagent lot number was 62114901 and the alkaline phosphatase reagent lot number was 62241001. The field service representative could not find a cause. He replaced the probes as a preventative measure. To verify the analyzer operation, he performed precision testing and ran performance tests with all results within specifications.

Event description:
Reporter alleged the customer obtained the results of 368 mg/dl and 159 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.